Event description:
It was reported that during device change out for normal eri, when the chronic lead was connected to the new device, noise was observed post dft testing. The noise inhibited the ventricular pacing and the patient had no intrinsic rhythm. Lead was capped and replaced without complications.